Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('ultrasound showed my left fallopian tube due to fluid and inflammation') and device dislocation ('right fallopian tube-no coil visible') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), scar ("scar tissue"), polyp ("polyp") and hydrosalpinx ("ultrasound showed my left fallopian tube due to fluid and inflammation"). At the time of the report, the salpingitis, device dislocation, scar, polyp and hydrosalpinx outcome was unknown. The reporter considered device dislocation, hydrosalpinx, polyp, salpingitis and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: a scar tissue and a polyp. Ultrasound scan - on an unknown date: left fallopian tube with fluid and inflammation. Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, hydrosalpinx, polyp, salpingitis and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('ultrasound showed my left fallopian tube due to fluid and inflammation') and device dislocation ('right fallopian tube-no coil visible') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), scar ("scar tissue"), polyp ("polyp") and hydrosalpinx ("ultrasound showed my left fallopian tube due to fluid and inflammation"). At the time of the report, the salpingitis, device dislocation, scar, polyp and hydrosalpinx outcome was unknown. The reporter considered device dislocation, hydrosalpinx, polyp, salpingitis and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: a scar tissue and a polyp. Ultrasound scan - on an unknown date: left fallopian tube with fluid and inflammation. Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation, hydrosalpinx, polyp, salpingitis and scar. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.